Event description:
Diagnosed with pancreas cancer [pancreatic carcinoma]. Case narrative: case (B)(4) is a serious spontaneous case received from a health professional via a regulatory authority in united states. This report concerns a female patient of unknown age, who was diagnosed with pancreas cancer during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration, frequency and dose, for unknown indication from an unknown start date to an unknown stop date. Batch number not reported. The health professional reported that on (B)(6) 2021, the patient was diagnosed with pancreas cancer. The diagnosed with pancreas cancer was medically significant. Action taken with euflexxa was unknown. At the time of this report, the outcome of diagnosed with pancreas cancer was not recovered. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was not recovered. Sender comment: important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication, product indication, as well as therapy dates, preventing to establish a causal temporal relationship and preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's pancreas cancer. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5102210. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.